Manufacturer narrative:
An event regarding an assembly issue involving a metal femoral head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the returned metal head was visually unremarkable, a visual inspection performed as lisi medical noted some marks on the surface related to the use of the device. Dimensional inspection: a dimensional inspection was completed at lisi medical. The device was found to be within specification as per (B)(4). -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are required to investigate further. If further information becomes available this investigation will be re-opened.

Event description:
Physician implanted the exceter stem and metal head v40 26mm/3mm on the treatment lesion, but the stem did not match the head. The physician replaced with another head and completed the procedure.

Manufacturer narrative:
A review of the device history records for the v40 fem head orthinox 26-3, catalog number 6364-2-026, lot number g6171034, sterile lot number 20163352as indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Physician implanted the exceter stem and metal head v40 26mm/3mm on the treatment lesion, but the stem did not match the head. The physician replaced with another head and completed the procedure.